Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at all points, looks like looking thru gelatin. The iol was exchanged for another lens model 1 month following the initial implant procedure. The clinical reason to explant was retinal conditions. Additional information was received and stated that, the patient was not hospitalized for the event.

Manufacturer narrative:
The customer indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated, which is not qualified for the lens/cartridge used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the product was not available for evaluation. Additional information was provided that the company 30(1.50cyl), 25.5 diopter (add power +2.2/+3.2) lens was replaced with a competitors, 25.5 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).